Event description:
As reported from the cypress study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. As per the crf, the patient had a previous history of pci approximately three months before the index procedure. It was unknown what stents were implanted and what vessel was treated at the time of previous pci. At the time of the index procedure, angiography revealed 80% stenosis in the mid left anterior descending. This procedure was a planned staged pci. The lesion was described as 18mm in length, class b1, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 12mm balloon at 14atm and a 2.75 x 18mm cypher rx was implanted at 18atm. Due to the stent did not fully expand, the stent was post-dilated with a 3 x 9mm balloon at 18atm. It was reported that the cardiac enzymes were in normal range pre-procedure and 6-12 hours post index procedure, but the troponin I was elevated at 0.11 (0.03 unl) at 16-24 hours post index procedure. As per adjudication report, the ECG core lab report was unavailable and the ECG tracing was not received from the site. According to the site, there was no adverse event post index, but elevated troponin was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the day after.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, beta blocking agents, plavix, heparin, nitroglycerin, and rosuvastatin. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction based on the received adjudication minutes. This is a (B)(6) male with medical history including most recent pci (B)(6)-2010, family history of coronary artery disease, hyperlipidemia, hypertension, most recent mi (B)(6)-2010, osteoarthritis, pulmonary aspergillosis, deep vein thrombosis, allergy to sulfa, allergy to omnicef, and history of cancer. As per the crf, the patient had a previous history of pci in the distal rca approximately three months before the index procedure. There was no cypher stent placed at the time of previous pci. At the time of the index procedure, angiography revealed 80% stenosis in the mid left anterior descending. This procedure was a planned staged pci. The lesion was described as 18mm in length, class b1, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 12mm balloon at 14atm and a 2.75 x 18mm cypher rx was implanted at 18atm. Due to the stent did not fully expand, the stent was post-dilated with a 3 x 9mm balloon at 18atm. At 16-24 hours post index procedure: troponin I 0.11 (0.03 unl). As per adjudication report, the ECG core lab report was unavailable and the ECG tracing was not received from the site. According to the site, there was no adverse event post index. There was no lesion left untreated during the procedure. The elevated troponin was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the day after on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15244373 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.